Event description:
It was reported that during a surgical procedure at the user facility, the drill was smoking from the cord end. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was smoking from the cord end. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported smoking could not be duplicated, because the device was not recognized by the console. However, the printed circuit board (flex assembly) was found to be burnt, which was identified as a probable cause of the reported smoking.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.